Event description:
Pt requesting new pump. Patient reports that last two infusions have been ¿sluggish.¿ patient confirmed there were not any kinks in the line . New pump being sent to patient, return box will be provided. Md informed of last infusion being under-dosed approximately ¿30cc¿ ( per patient) and requested md clinically evaluate. Patient did not report any adverse event. Did the patient have a backup device they were able to switch to? Na, drug discarded. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. The actual device is available for investigation. Pt was sent return box. We replaced the device. Dose or amount: 80 ml; frequency: weekly; route: subcutaneous; dates of use: from (B)(6) 2018 to unknown; diagnosis or reason for use: nonfamilial hypogammaglobulinemia.